Event description:
The customer was vomiting and hospitalized for high bgs and dka. The customer had sinus surgery. Troubleshooting was performed. The insuling concentration, programming, and bolus history were correct. In addition, a lead screw test was completed and passed. Explained customer the two high bg rule. Instructed customer to call back to perform the high-pressure test when clamp arrives.